Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented in clinic with phrenic nerve stimulation. Upon interrogation, it was observed the atrial lead was failing to sense and capture. The lead was explanted and replaced. The patient was stable and discharged.